Manufacturer narrative:
Device not returned.

Event description:
It was reported that the battery gauge was fluctuating, and subsequently resulted in the pump unexpectedly shutting down. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 342-343 mg/dl.